Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced low blood glucose. Customer stated her spouse almost called 911 because blood glucose was around 27 mg/dl. She was able to treat with some soda. Customer stated she recently lost some weight and has been experiencing low blood glucose. Customer would like to start using the sensors again. She has made some adjustments to the basal rates and bolus wizard settings. Nothing further reported.